Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
Patient reported dissatisfaction with their knee replacement. Additional comments: "knee rocks side becomes sore. Clicks; can't kneel down." Coordinator notes that poly exchange was recommended and notes: "I contacted the patient and he seems to have a lot of fears/ concerns about the procedure and if he¿ll get better or have the same outcome. He is considering having a revision in january and will call when he¿s ready." Patient indicated not to have had surgery on the knee.

Event description:
Patient reported dissatisfaction with their knee replacement. Additional comments: "knee rocks side - becomes sore. Clicks; can't kneel down." Coordinator notes that poly exchange was recommended and notes: "I contacted the patient and he seems to have a lot of fears/ concerns about the procedure and if he¿ll get better or have the same outcome. He is considering having a revision in january and will call when he¿s ready." Patient indicated not to have had surgery on the knee. Update: as reported via clinical support: the subject was enrolled in the triathlon tritanium knee outcomes study on (B)(6) 2015. During stryker site visit on (B)(6) 2023, the clinical monitor learned that this study subject underwent a revision of the knee on (B)(6) 2023 due to ¿right knee prosthetic mechanical instability.¿ the subject presented in the clinic on (B)(6) 2022 and according to the pi ¿complained of right knee instability.¿ an x-ray of right knee showed ¿well fixed total knee replacement with no evidence of loosening or wear.¿ a recommendation for knee revision surgery was made on ¿the patient¿s pain, function and bone stock.¿ update: confirmed that only the tibial insert was revised.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated " conclusion/assessment: a revision surgery was performed for instability in a well fixed uncemented triathlon tka. The instability presented early in the post primary course but was not revised until 6.5 yrs. Later. Event confirmation: a revision surgery for knee instability can be confirmed. Root cause: the root cause of the revision was knee instability. The root cause of the instability cannot be ascertained." Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of medical records with a clinical consultant indicated " conclusion/assessment: a revision surgery was performed for instability in a well fixed uncemented triathlon tka. The instability presented early in the post primary course but was not revised until 6.5 yrs. Later. Event confirmation: a revision surgery for knee instability can be confirmed. Root cause: the root cause of the revision was knee instability. The root cause of the instability cannot be ascertained." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.